Event description:
Event: patient reported she was hospitalized (B)(6) 2023 for 3 weeks due to a PICC line issue and having bilateral pneumonia, emphysema, unspecified skin issues causing discomfort, had trouble sleeping, and having many unspecified break outs. Patient took prednisone. Patient also reported experiencing a bite while hiking and that her PICC line fell out of her lung while using the bathroom.